Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('foreign body gu tract') in a 34-year-old female patient who had essure (batch no. C69244-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, pelvic pain, abdominal pain, right lower quadrant pain, adenomyosis, follicular cyst of ovary and cervicitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal on (B)(6) 2019, hysterectomy, bilateral salpingectomy, right oophorectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the bladder perforation and pelvic pain outcome was unknown. The reporter considered bladder perforation and pelvic pain to be related to essure. The reporter commented: appropriately placed the essure coils with 3 coils visible from the left tube and 1 coil visible from the right tube. Discrepancy noted in date of insertion (B)(6) 2015 - as provided, and removal (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: foreign body gu tract. Most recent follow-up information incorporated above includes: on 14-oct-2020: fu 4 and 5 were processed together. Previously reported event ¿medical device removal¿ replace with new event. Mr received: new events were added: foreign body gu tract, pif received: new event: pelvic pain, patient history and reporter information were updated. On 7-oct-2020: fu 4 and 5 were processed together. Previously reported event ¿medical device removal¿ replace with new event. Mr received: new events were added: foreign body gu tract, pif received: new event: pelvic pain, patient history and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a female patient who had essure (batch no. C69244-invalid), inserted for female sterilisation. The patient's medical history included: grand multiparity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: appropriately, placed the essure coils with 3 coils visible from the left tube. And 1 coil visible from the right tube. Most recent follow-up information incorporated above includes: on 13-aug-2020, update of information (batch is invalid). Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. C69244) inserted for female sterilisation. The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery (essure removal on 01-apr-2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: appropriately placed the essure coils with 3 coils visible from the left tube and 1 coil visible from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Reporters information and lot number were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.